Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced bleeding from the impella insertion site after returning from the catheterization laboratory. The activated clotting time remained above 300 seconds for most of the procedure. The patient also had bleeding from the swan-ganz catheter site and the arterial line site. The impella device is well-positioned and dressed according to best practices. The plan is to withhold systemic heparin until the activated clotting time decreases below 180 seconds, re-dress the groin site, and reassess.

Manufacturer narrative:
Investigation summary no product return asae/major bleed: the cause of the access site adverse event was user related to anticoagulation management.